Event description:
(B)(6) is reporting a delay in pm turnaround time for smiths medical pm, inc. (B)(6) sent one parapac plus to the manufacturer smiths medical pm, inc on april 3, 2024 for an annual may pm. The unit has not been returned back to (B)(6) as of july 15, 2024, and the manufacturer states the pm has not been completed due to a service backlog.